Event description:
Complainant alleged that while monitoring a patient (age & gender unknown) the device failed to power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.